Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke in the middle of the night with blood glucose of 37 mg/dl and sensor glucose of 75 mg/dl. Previously, during the day, she had blood glucose of 400 mg/dl. The customer declined troubleshooting.